Manufacturer narrative:
One 72200722 elite 4.0 abrader blade returned. The complaint indicates:¿ the device made a metallic noise during arcr procedure¿. Visual inspection revealed a skived wear band on the inner blade component and melted condition in the sluff chamber area. The wear band is consistent with inadvertent excess side loading pressure being applied to the device. The overheating and ¿melted¿ material condition in the sluff chamber, washer, latch vicinity, has been found to be consistent with the binding up of the inner and outer blades due to bone or tissue fragments and/or being run with insufficient irrigation.

Event description:
It was reported that the device made a metallic noise during arcr procedure, the device also overheated. The procedure was completed with another blade. No patient injuries or complications were reported.